Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system drawer broke due to the failure of the associated rails. The field service engineer inspected the rails and replaced them consequently after turning down the system. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system station had a broken drawer, falling off railing. During the rail replacement, nurses utilized an additional medication station located further down the hallway from the current one. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system station had broken drawer, falling of railing. A customer indicated that during the rail replacement, nurses utilized an additional medication station located further down the hallway from the current one. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer is difficult to extract and extends excessively to the left side. A field service engineer conducted an inspection of the station and successfully replaced the drawer rails to address the issue. The system functioned as intended after field service engineer troubleshooting.